Event description:
End-user stated that for months now, she has been having reoccurring instances of breakdown to peristomal skin located under tape border only. The breakdown heals after antibiotic treatment and then occurs again after treatment is stopped.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. It is reported that end-user will apply powder to broken skin and will use barrier to form crust to the area. It is also reported that end-user does not want to change appliances. Lastly, full barriers of product was sent to end-user for end-user to cut and apply under tape border. Convatec will continue to track and monitor such complaints according to it's complaint handling and CAPA procedures. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Note: the actual date of event is unk, so the date used was the date convatec became aware.